Event description:
It was reported that there was high impedances out of range observed on this right atrial (ra) lead channel of the cardiac resynchronization therapy defibrillator (crt-d) system. Technical services (ts) reviewed device strips, and determined there were atrial tachy response (atr) related to minute ventilation (mv) and respiratory rate trend (rrt) oversensing. A spring contact issue was suspected. Ts discussed troubleshooting and programming options. No adverse patient effects were reported. This product remains in-service.